Event description:
It was reported that a vns pt experienced pain in his arm and shoulder along with coughing during stimulation. The event was reported by the pt's wife and indicated the event happened one time only. Additional information was received from a company representative indicating the pt was reporting a sharp stimulation every 2 mins that last up to an hour. The stimulation was "more in the neck first, then it went to the chest and towards the back" according to the pt. Pt described that after the hour of pain; the system will "shut itself off" and would then "turn itself back on". The pt was implanted in 2006 and was seen on a yearly basis. Since last (B)(6), he has been in every 6 weeks with the same type of complaints, which prompted the frequent visits. The treating physician would adjust the settings, the pt would feel fine in the office, and the pt would go home. He would feel fine there for a while, but then the device would seem to "malfunction" and he would need to come back in to the physician's office. However, based on previous diagnostics, the device would show to be working properly despite the pt's complaints. Additional information was received through clinic notes dated (B)(6) 2010. Notes stated that "pt has not had seizures but vns is going off every 2 minutes, at times for over hours, but is extreme sharp pain that is very different. He did not wish although I advised to place the magnet over his stimulator to turn it off, but he said that he has fear of return of his seizures". X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. No obvious lead discontinuities or acute angles were observed in the observed portions of the lead body that could be assessed. Although there was some lead behind the generator. Additional information was received from the pt's wife indicating her husband went to the specialist to go over the prognosis and his vns started shocking him at a higher voltage than he usually has. The wife indicated that there was nothing done to the device and the pt was not near electrical equipment that would have made it go off. Moreover, the pt's wife indicated the pt has chronic headaches ever since the device started shocking him and they are afraid to use the microwave in the house because he says it shocks him every time he uses it. At the moment, full revision surgery is planned at this time. Good faith attempts to obtain additional information from the treating epileptologist have been unsuccessful to date.